Manufacturer narrative:
Film evaluation results are: two short videos during a contrast injection were reviewed. The first 7 second image revealed that an endurant stent graft system was implanted just below the renal arteries. The ipsi limb was positioned on the right side, and an iliac limb was also seen implanted within the right/ipsi limb positioned proximally near the level of the gate. The contra limb on the left side also appeared to have been relined beginning just above the level of the gate. The distal portion of the stent graft limbs were not visible on the film. An endurant aortic cuff was seen implanted just above the level of the bifurcate, and multiple aptus endoanchors were seen placed into the proximal bifurcate/cuff and aortic neck. Contrast injection with the catheter placed above the suprarenal stents showed contrast blush along both sides of the bifurcate primarily near the level of the flow divider. The second 7 second video showed contrast injecting from within the left/contra limb; just above the level of the flow divider. Again, contrast blush was again seen along the left side of the bifurcate near the level of the flow divider. A single still angio image showed what appeared to be the distal iliac limb; no obvious stent graft issues were observed. The exact type and cause of the endoleak seen during implant could not be determined from the images provided. The endoleak seen in the returned films appears most likely to have been a type IV endoleak. Additional films during implant, including images prior to implanting the aortic cuff and aptus endoanchors, were not available for review. CT¿s at follow-up which confirmed resolution of the endoleak were also not available. It is possible that the type IV endoleak was due to fabric porosity which was confirmed to have self-resolved post-implant.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured 8.6 in diameter abdominal aortic aneurysm. It was reported that after stent graft implantation the physician believed there was a proximal type I endoleak. The proximal type I endoleak was treated with aptus endoanchors, but the proximal type I endoleak did not resolve. The physician elected to implant an endurant aortic cuff proximal to the bifurcated stent graft the proximal type I endoleak decreased but was not completely resolved. The physician then believed that there is a type IV endoleak, blush. An angiogram revealed there was a type IV endoleak, blush stent graft porosity issue. The physician believes that the endoleaks would resolve and elected to monitor the patient. The patient had a follow up CT one day post index procedure and there were no endoleaks present. Per the physician the cause of the endoleak was due to fabric porosity. No additional clinical sequelae were reported and the patient is fine.